Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by blood-tinged fibrin and orange colored peritoneal effluent fluid), which warranted antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the pdrn reported the serious adverse events were not the result of any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. Enterococci are part of the normal intestinal flora of humans and animals. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
On 25/aug/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2025. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on 18/aug/2025 with complaints of blood-tinged fibrin and orange colored peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 189, rbc = 783) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin 2000 mg every 4 days for 21 days, ip ceftazidime 2000 mg daily for 21 days, and oral diflucan 100 mg tablet daily for 18 days. The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis, and the patient¿s ceftazidime was discontinued. Additionally, ip heparin 2000 units were ordered to address the fibrin. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. Per the pdrn, cause of the serious adverse events is unknown, however the pdrn reported they were not the result of any fresenius product(s) and/or device(s) deficiency or malfunction. A follow-up cell count sample will be sent on (B)(6) /2025.

Event description:
On 25/aug/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2025. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of blood-tinged fibrin and orange colored peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 189, rbc = 783) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin 2000 mg every 4 days for 21 days, ip ceftazidime 2000 mg daily for 21 days, and oral diflucan 100 mg tablet daily for 18 days. The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis, and the patient¿s ceftazidime was discontinued. Additionally, ip heparin 2000 units were ordered to address the fibrin. The patient is recovering from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues. Per the pdrn, cause of the serious adverse events is unknown, however the pdrn reported they were not the result of any fresenius product(s) and/or device(s) deficiency or malfunction. A follow-up cell count sample will be sent on 27/aug/2025.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.